Manufacturer narrative:
Additional information: section h imdrf annex codes a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-jul-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer failed due to damaged rails. A field service engineer (fse) identified that the solenoid in enhance full height drawer 6 was locking up due to a failing drawer controller. The drawer rails were replaced. The station was powered off, and the drawer controller was tested and confirmed to be faulty. It was replaced to resolve the solenoid issue. Additionally, a broken retractor band caused damage to rails was replaced. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer 6 was failed to open and both rails were destroyed. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer 6 was failed to open and both rails were destroyed. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.